Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.5 cm, 6.2 cm, and 15 cm from the distal end of the delivery system. The inner shaft is kinked at 3.8 cm from the distal end of the recapture cone. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. There is contrast on the outer shaft located at the distal end of the stability member. The device was not able to deploy smoothly due to the kink on the inner shaft causing the deployment button to be hard to move. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system encountered difficulty in passing through the tricuspid valve. It was further reported that the blue deployment button was difficult to manipulate and only half of the leadless ipg was deployed when the deployment button was fully pressed. When the leadless ipg delivery system was removed from the patient's body, deployment difficulty was still noted. The leadless ipg and delivery system were replaced. No patient complications have been reported as a result of this event.